Event description:
Exactamix eva 2 liter bag (containing total parenteral nutrition) leaked at seam. This has happened to several bags over the last two weeks. Concern for failing containers allowing bacterial contamination of sterile products.